Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 32 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured using a snap gauge within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a break 29.6mm distal to the distal end of the strain relief as well as multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 25aug2022. It was reported that crossing difficulties were encountered. A 32 x 3.00 promus elite drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed via alternate method or device. There were no patient complications reported. However, returned device analysis revealed shaft detachment.